Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bmi in (B)(4) for investigation. A follow up report will be provided when the inspection results become available. Reviewed the batch manufacturing record and there were no such defect encountered during in-process and final control inspection. Process cards show no abnormalities.

Event description:
(B)(4).